Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the tubing separated during and after the procedure causing a back flow of blood from the patient. There was no report of patient harm.